Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a defective u713 component on the distribution node pca. The root cause for the defective u713 component could not be positively identified. No adverse event resulted from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functional testing) has been confirmed. Upon evaluation, the monitor failed incoming functional testing. The cause of the failure is contamination on the j1002aa and j1003aa igt control pins on the defib board. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving a service code 204 (belt/monitor unusable). Additionally, during investigation for an unrelated issue, a reportable malfunction was found. Monitor was displaying service code 102.